Event description:
On tuesday, (B)(6) 2019, the pt underwent surgical placement of the activa pc+s implanted neurostimulator with summit rc+s. This battery replacement of the pectoral implant was performed under general anesthesia, per pt request. Following successful replacement, the pt was thoroughly assessed and discharged home with stimulation settings off. On thursday (B)(6) 2019, the pt reported that she had experienced a fall approx 24 hours prior, on wednesday (B)(6) 2019. She reports a mechanical fall while standing, during which she struck the left side of her head. The pt's caregiver additionally reported increasing the dose of administered pain medications at home the night prior to the event, as the pt tapered off anesthesia. Upon notification of the event to the pi, the pt was recommended immediate evaluation in the emergency dept, where she subsequently underwent examination for a head injury status post fall. Her assessment and c-spine / brain CT imaging demonstrated no acute injury. The pt was re-evaluated in her home to the following day, (B)(6) 2019. The pt's fall is unlikely related to the study procedure in which the pt's pectoral wall neurostimulator implant was replaced with the next generation device. The procedure was performed under general anesthesia without complications and the device stimulation has not been activated. Since the reported post-discharge medication overuse may have contributed to the fall and since this overuse may have been related to post-operative pain, however, the study procedure cannot be completely ruled out as being possibly indirectly related to the pt's fall. A modification is unnecessary because there is no clear correlation between the trial procedure and the event. The pt's stimulation settings were off following the procedure and the pt reported to specific complaints regarding the site of the surgical device implantation at any time following the procedure. Further, the possible side effects of general anesthesia were presented to the pt during the consent process. Further, the adverse event does not involve any significant new findings related to participants' willingness to participate. While the pt's taper off the effects of general anesthesia may have contributed to her post-operative pain, these potential unk side effects of general anesthesia were addressed in the consent form. FDA safety report ID# (B)(4).